Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented to hospital after receiving patient notification alert, rv oversensing was observed. Programming changes were made.